Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device eval by manufacturer: this innova self-expanding stent system was returned and analyzed. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath at the nosecone and the stent was partially deployed 7 mm from the distal end of the middle sheath. The thumbwheel lock and pull rack are still in the manufactured position, suggesting that there were no attempts to deploy the stent. Microscopic inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis was able to confirm damage to the device that may have contributed to the inadvertent stent deployment. Due to the timing of the reported issue occurring after loading the device onto the guidewire, it is likely that procedural factors lead to the kink that caused the sheath to move proximally and the stent to partially deploy.

Event description:
It was reported that the stent inadvertently deployed outside of the patient. An 5mm x 120mm x 130cm innova self-expanding stent was selected for treatment. After loading the stent on the guidewire, the stent deployed out the of the sheath while the safety system was still in place. The procedure was completed with another device without sequelae.

Event description:
It was reported that the stent inadvertently deployed outside of the patient. An 5mm x 120mm x 130cm innova self-expanding stent was selected for treatment. After loading the stent on the guidewire, the stent deployed out the of the sheath while the safety system was still in place. The procedure was completed with another device without sequelae.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).